Manufacturer narrative:
No device was returned and no photographs were provided. Without an evaluation of the complained device we cannot determine the root cause of the issue reported. The report indicated checking the catheter "due to occlusion" and the catheter "erupted". The instructions for use state the following: "excessive force should not be used to flush an obstructed lumen. Central venous access catheters may become occluded due to clotting." Flushing against an occlusion by have contributed to the incident.

Event description:
The nurse was checking the arterial lumen of the central venous catheter for possible use of a thrombolytic drug due to occlusion. While flushing the arterial lumen with a 10cc saline syringe, the lumen past the "y" section erupted. The rupture was sealed with a transparent polyurethane membrane (opsite) the catheter was replaced the following day.